Event description:
It was reported that the patient presented to the hospital for a routine follow-up on (B)(6) 2022. Upon examination of the lead, it was noted that the right ventricular (rv) lead had high capture threshold and high pacing lead impedance. Also, it was noted that the lead had noise. The physician capped and replaced the rv lead on (B)(6) 2022. The patient was in stable condition.